Event description:
It was reported that pump declared malfunction alarm 16 and customer was unable to resume insulin after multiple attempts to load cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer first tried to reload original cartridge without success, then attempted to load new cartridge, and after technical support guided customer through pump reset, customer still could not load cartridge or resume insulin, so technical support arranged pump replacement.